Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not undergo revision surgery due to other medical issues. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report.